Event description:
During a follow up call to the customer by baxter product surveillance regarding an unrelated alarm which occurred on the homechoice machine during therapy, it was reported that at the time of the alarm occurrence, the patient was in the hospital being treated for peritonitis. The peritoneal dialysis nurse (pdn) reported that the patient does continuous ambulatory peritoneal dialysis (capd) at home and was receiving peritoneal dialysis treatment on the homechoice (hc) cycler while in the hospital. On (B)(6) 2011 baxter product surveillance spoke with pdn regarding the peritonitis event and received the following information. The home patient (hp) was hospitalized with peritonitis on (B)(6) 2011 and discharged on (B)(6) 2011. The pdn stated that the cause of the peritonitis was touch contamination and not related to a baxter product or solution. The pdn declined to provide any further information.

Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed. The assignable cause was not determined. A batch review was performed for potentially associated lot number gd886119. No defects or deviations were found during the batch review that could be associated with the reported problem. A labeling review was performed which found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.